Event description:
It was reported by dealer that the wheel hub assembly on the 3gtq3 power chair is missing. Left side was missing 2 pins and the right side was missing 1. No injury was reported. Apparently the patient brought the chair in for inspection.